Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was blank on the device. The evaluation was not completed due to the black screen. There was no repair made to the device, and it will be scrapped.